Event description:
It was reported that; during final tightening of the blocker to the rod/screw construct the surgeon felt a loosening of the construct. Upon further examination it was noted that the tulip head became dissociated from the screw shaft. The screw was removed easily and a new screw was placed and final tightened without any issues or delays.

Event description:
It was reported that; during final tightening of the blocker to the rod/screw construct the surgeon felt a loosening of the construct. Upon further examination it was noted that the tulip head became dissociated from the screw shaft. The screw was removed easily and a new screw was placed and final tightened without any issues or delays.